Event description:
The hospital maintenance person reported that the scale would not read accurately. After troubleshooting with a hill-rom service technician, it was determined that scale board required calibration. After calibrating the scale per the procedure in the service manual, the scale read the correct weight. There were no reported adverse events associated with the product malfunction.